Event description:
It was reported when using the bd pyxis medstation system that the drawer failed to stay closed. The customer stated that this malfunction occurred while user trying to issue medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was not sensing, the field service engineer replaced inseparable magnet then reinstalled drawer and restarted the station to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.